Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event. The reporter stated that the patient had a blood glucose level of 52 mg/dl with unsteadiness when walking or standing. The reporter stated that the patient had incorrectly programmed the time into the pump. As a result the pump¿s insulin regimen was offset by the time difference programmed into the pump. This complaint is being reported because the patient experienced a hypoglycemic event as a result of use error of the pump.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the recorded daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.